Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the dissection tip broke and the broken piece was retrieved from the original incision. A replacement unit was used to complete the procedure. There was no further patient effect reported.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.